Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer stated the issue occurred when changing the battery. Troubleshooting was not completed because the customer was disconnected from the call. The customer declined to return the insulin pump for analysis.